Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. Review of the reported event by a health care professional found: it is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression ¿wound concerns¿ or "non-healing wound¿ would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. Wound complications can be treated conservatively or more invasively with an irrigation and debridement (I&d) which promotes healing at the site and prevents further complications. Superficial infections are considered a procedure related complication as no device has been reported as revised. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. A superficial infection was reported and no product information was provided; therefore, validation of sterile certifications cannot be performed. However, the reported event is considered procedure related. Product has not been evaluated as it has been determined the event is not related to device. The root cause of the reported event was determined to be unrelated to the device. Part and lot/serial identification are necessary for review of device history records and a complaint history review, neither were provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. D10: unknown cup; item: unknown; lot: unknown. Unknown head; item: unknown; lot: unknown. Unknown liner; item: unknown; lot: unknown. G2: foreign - event occurred in italy. G2: literature - maier, k.s., schiener, t. & frigg, a. Progression of cortical hypertrophy, subsidence and thigh pain after short curved fitmore femoral hip stem over 10 years. J orthop surg res 20, 649 (2025). Https://doi.org/10.1186/s13018-025-06064-9. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
A journal article was obtained that reported a prospective study from switzerland. The purpose of the study was to evaluate the progression of radiological parameters in a cohort treated with the short curved fitmore hip stem over a long-term period of 10 years. The final cohort consisted of 80 (78 patients: 30 female, 48 male) hip stems performed via primary total hip arthroplasty between april 2008 and april 2010. Depending on the surgeon¿s preference, the surgical approaches were either minimally invasive anterolateral (80% of cases) or direct lateral (hardinge, transgluteal) (20% of cases). A fitmore cup was used in 90% of cases, while a trabecular metal modular cup with a cocr head (zimmer biomet, winterthur) was used in the remaining 10% of cases due to low bone quality found during surgery. The following acetabular liners were used: alpha durasul standard 110 (89%); trilogy longevity, xlpe, 3.5 mm offset, 10 degree elevated rim 10 (8%); trilogy longevity, xlpe, 3.5 mm offset 2 (2%), and alpha sulene pe 1 (1%). The study population had a mean age of 61 years at time of surgery. Follow-up was conducted at baseline, immediately postoperatively, and at 1, 2, 3, 5, and 10 years postop. The study reported that 1 patient experienced deep wound infection 7 days after surgery, which was successfully treated with open debridement, irrigation, and antibiotics, without the need to remove the implant. Attempts have been made, and no further information has been provided.